Manufacturer narrative:
Additional information: g3, g6, h2, h3 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Event description:
During the af procedure, when the catheter was connected in the ensite x system, it auto populated as flexability d/d curve. The tactiflex se catheter was disconnected and a tacticath se ablation catheter was used. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
3008452825-12/14/23-001-r